Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') and endometritis ('endometritis') in an adult female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia and anemia. Concomitant products included ibuprofen since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pain ("pain ¿ other"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine/migraines/headaches"), headache ("headaches"), uterine polyp ("endometrial polyp") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (date of removal surgery or date scheduled - (B)(6) 2019, hysterectomy (partial), ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pain, fatigue, nausea, migraine, headache, uterine polyp and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, endometritis, fatigue, genital haemorrhage, headache, migraine, nausea, pain and uterine polyp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) was performed, however, no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: quality safety evaluation of ptc.(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia and anemia. Concomitant products included ibuprofen since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), nausea ("nausea") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraine/migraines/headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmennorhea"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("pain ¿ other"), headache ("headaches"), uterine polyp ("endometrial polyp"), abdominal pain upper ("stomach pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation (B)(6) 2018 and total hysterectomy). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pain, fatigue, nausea, migraine, headache, uterine polyp, abdominal pain upper, dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain upper, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, uterine polyp and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: plaintiff fact sheet and medical record received. Events "menorrhagia, vaginal bleeding and dysmenorrhea" were added. Essure removal date was added. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight 178 lbs. Previously administered products included for birth control: depo provera from 2005 to 2007. Concurrent conditions included menorrhagia and anemia. Concomitant products included ibuprofen since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pain ("pain ¿ other"), fatigue ("fatigue"), nausea ("nausea") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraine/migraines/headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), uterine polyp ("endometrial polyp"), abdominal pain upper ("stomach pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation (B)(6) 2018 and total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, pain, dysmenorrhoea, heavy menstrual bleeding and vaginal haemorrhage had resolved and the fatigue, nausea, migraine, headache, uterine polyp and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pain, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: not removed (as per pfs) plaintiff received treatment for abnormal bleeding(vaginal, menorrhagia), pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight 178 lbs. Previously administered products included for birth control: depo provera from 2005 to 2007. Concurrent conditions included menorrhagia and anemia. Concomitant products included ibuprofen since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), nausea ("nausea") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraine/migraines/headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("pain ¿ other"), headache ("headaches"), uterine polyp ("endometrial polyp"), abdominal pain upper ("stomach pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation (B)(6) 2018 and total hysterectomy). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the fatigue, nausea, migraine, headache, uterine polyp and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, uterine polyp and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-jun-2020: plaintiff fact sheet received-outcome of pain, abnormal bleeding , dysmenorrhea updated to recovered / resolved. Medical history, historical drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general') in a 36-year-old female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight 178 lbs. Previously administered products included for birth control: depo provera from 2005 to 2007. Concurrent conditions included menorrhagia and anemia. Concomitant products included ibuprofen since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), nausea ("nausea") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2014, the patient experienced migraine ("migraine/migraines/headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("pain other"), headache ("headaches"), uterine polyp ("endometrial polyp"), abdominal pain upper ("stomach pain") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (ablation (B)(6) 2018 and total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the fatigue, nausea, migraine, headache, uterine polyp and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, uterine polyp and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleed/abnormal bleeding (general)') and endometritis ('endometritis') in an adult female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia and anemia. Concomitant products included ibuprofen since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pain ("pain ¿ other"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine/migraines/headaches"), headache ("headaches"), uterine polyp ("endometrial polyp") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (date of removal surgery or date scheduled - (B)(6) 2019, hysterectomy (partial), ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pain, fatigue, nausea, migraine, headache, uterine polyp and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, endometritis, fatigue, genital haemorrhage, headache, migraine, nausea, pain and uterine polyp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) was performed, however, no results were provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Events: endometrial polyp, endometritis and stomach pain were added. Lot no. Was added. Reporter's information, concomitant conditions and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("pain ¿ other"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (date of removal surgery or date scheduled - (B)(6) 2019). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pain, fatigue, nausea, migraine and headache outcome was unknown. The reporter considered fatigue, genital haemorrhage, headache, migraine, nausea and pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) was performed, however, no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : previously reported event injury was updated to gen. Abnorm. Bleed. New events were added - pain ¿ other, fatigue, nausea, migraine, headaches. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.